Manufacturer narrative:
Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary - quality assurance analysis revealed that the balloon catheter was returned with blood and contrast visible in the balloon and inflation lumen. The balloon had loose folds. There was no other damage noted to the balloon catheter. The indeflator used in the procedure was not returned. A new indeflator filled with water was used to pressurize the balloon. The fluid did not advance to the balloon. This will be left pressurized at 18 atm. While left pressurized, the distal shaft developed a bubble which burst at 18 atm. The bubble was 17.9 cm distal to the guide wire exit notch. The distal shaft was cut off distal to the ruptured shaft and inserted into a luer attached to the indeflator. The distal section was then inflated to 18 atm and the balloon still did not inflate. The catheter was left pressurized overnight. There was fluid leaking from a pinhole in the distal end of the balloon, 1 mm distal to the distal marker band. There were scratches distal and proximal to the pinhole. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rational: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture/difficult ot inflate. It was reported that the target lesion had mild tortuosity, no calcification, and a 100% stenosis. The vessel diameter was 3.5 mm. After implanting another company's stent, the powersail was delivered for the post-dilation. However, it slipped to the proximal side and the balloon ruptured at 8 atm. So, another company's 3.5 x 15 mm balloon catheter was used, but it also slipped and ruptured. The procedure was completed without any additional inflation, the stent had expanded sufficiently. No additional event or patient information is available.